Event description:
Customer reported that during cataract extraction and removal of the nucleus, a posterior capsule rupture occurred, an anterior vitrectomy was initiated. No suction or vacuum was obtained by the system. The vitrector was changed once and the results were same, the procedure was aborted and re-scheduled for two days later. Anterior vitrectomy and placement of an intraocular lens inplant was completed two days later without complication. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4) (. (B) (4). (B) (4).